Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4 mm x 39 mm enterprise®2 stent (encr403912 / 8484782) was impeded in the hub of the associated microcatheter and could not be inserted into the microcatheter. The physician tried to retract only the stent alone, but the stent could not be retracted into the introducer. The physician removed the stent and replaced it with a new stent to complete the procedure using the same microcatheter. There was no negative impact on the patient. On 17-may-2026, additional information was received. Per the information, the procedure was targeting an aneurysm on the ophthalmic segment of the internal carotid artery. The microcatheter was flushed prior to the introduction of the stent into the hub. Continuous flush was maintained through the microcatheter. When the stent was removed from the patient, it was still on the delivery wire. There is no damage noted on the stent / stent delivery system. The replacement stent was another 4 mm x 39 mm enterprise®2 stent (encr403912). There was no procedure delay as a result of the issue reported.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8484782. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.